Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Were there any difficulties with the device during the procedure? What stapler was being used with these reloads? Was buttressing used during the procedure? Color cartridges for each firing? How was the post op bleeding identified? Location of the bleeding? How was it the bleeding treated? What is meant by staples not fired properly? And, were the staples that were not fired appropriately identified prior to remove of the staples from the tissue? What is the current patient status?

Event description:
It was reported that the staples were normally fired during surgery. Some metallic individual staples weren¿t formed on the staple line over the tissue, the surgeon noticed some of the staples outside and were removed by using a grasper. Bleeding was noticed on the day after surgery and patient is admitted in ICU. The problem was only noticed postoperatively when the patient had bleeding and the used reloads were kept for postoperative investigation. On inspection of the kept reloads, we found that some of the staples weren¿t fired properly.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r5760v. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable serious injury, and has been revised to a malfunction. Additional information requested and received: were there any difficulties with the device during the procedure? No. What stapler was being used with these reloads? Psee60a( powered echelon plus). Was buttressing used during the procedure? No. Color cartridges for each firing? First 2 firing black, the rest of firings were green. How was the post op bleeding identified? The patient took back to the theater, the bleeding was not by the staple line, it was identified as a port site bleeding. Location of the bleeding? Port site. How was it the bleeding treated? Re-laparoscopy. What is meant by staples not fired properly? And, were the staples that were not fired appropriately identified prior to remove of the staples from the tissue? No, they were identified only post operatively. What is the current patient status? Discharged. Investigation summary ==> the analysis results showed that two ecr60g cartridges reloads (a & b) were received. The reloads were received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reloads. The analysis results showed that one ecr60g cartridge reload (c) was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The analysis results showed that two ecr60g cartridges reloads (d & e) were received. The reloads were received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reloads. Event described could not be confirmed as the cartridges were received fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4).